Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had fallen, it had dislodged. The ra lead remains in use, however revision of lead is planned. No patient complications have been reported as a result of this event.